Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
The year prior to this report, the patient had withdrawals. Per the patient, there was a mistake with her appointment. The patient was hearing ¿ding, ding¿ and thought it was her (B)(4). She didn¿t realize that her pump was out. It was later reported by the patient¿s pump managing physician¿s office that the patient kept cancelling her appointment. The patient said that she had enough to last until after the new year. The pump alarmed empty and had to be filled in the ER (emergency room) on (B)(6) 2014. The patient experienced pain and nausea related to the event. The low and empty pump reservoir alarms occurred. The patient missed a refill. The device system was delivering fentanyl (5010 mcg/ml; dose not reported).